Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds starting one week after implant. About 6 months after implant, the patient had a computerized tomography (CT scan) of their chest which revealed a pericardial effusion and possible left posterolateral chest mass. Three days later, the patient presented to the clinic with shortness of breath and was admitted to hospital. The patient's pericardial effusion was treated twice with pericardiocentesis. The rv lead was also removed and replaced. The physician felt that the rv lead did not cause the pericardial effusion based on its position in the rv septum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. It was also noted that analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead implanted (B)(6) 2014. (B)(4).